Event description:
It was reported the pt had not recharged the ipg for several months and the ipg was no longer communicating with external devices. The physician undertook surgical intervention to replace the ipg. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.